Event description:
It was reported that foreign matter was found in 5 bd discardit¿ ii syringes. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: "reason: presence of plastic particles in the body of the syringe coming from the plunger, observed since the beginning of the week. Proven consequences: replacement with 2 syringes of 10ml."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2106239. Medical device expiration date: 05/31/2021. Device manufacture date: 06/16/2021. Medical device lot #: 2107167. Medical device expiration date: 06/30/2026. Device manufacture date: 06/29/2021. Medical device lot #: 2110211. Medical device expiration date: 09/30/2026. Device manufacture date: 10/19/2021 medical device lot #: 2105150. Medical device expiration date: 04/30/2026. Device manufacture date: 04/30/2021. Medical device lot #: 2108271. Medical device expiration date: 07/31/2026. Device manufacture date: 08/19/2021. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in 5 bd discardit¿ ii syringes. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: "reason: presence of plastic particles in the body of the syringe coming from the plunger, observed since the beginning of the week. Proven consequences: "replacement with 2 syringes of 10ml."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 2/10/2022. H.6. Investigation: a device history record review was performed for provided lot numbers 2106239, 2107167, 2110211, 2105150, and 2108271. The review did not reveal any detected quality issues during the production process. To aid in the investigation of this issue, physical samples were returned for evaluation by our quality engineer team. Through examination of the samples, white particles were identified within the syringes. We have concluded that the mentioned particles are composed of the slip agent, a formulation of polypropylene, used in the manufacture of this syringe product. This slip agent is used to facilitate the movement of the plunger along the barrel. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscopic layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a good sliding performance during the injection operation. This is a normal process and the syringe would not work without the presence of this lubricant. Visible particles can become apparent when the lubricant blooms to the surface of the syringe barrel and the plunger stopper scrapes the lubricant off. A toxicologic material risk assessment for the slip agents used in bd discardit ii 2-piece syringes indicate an extremely low to negligible risk of adverse effect in this clinical application. Based on the evaluation conducted, it is concluded that the reported white particles are inherent to the product design and material and should not represent any risk if the product is used according to the normal clinical practices.